Manufacturer narrative:
(B)(4). This is a report of air in line where the patient improperly disconnected from the set. Improperly disconnecting from the set is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during drain four of four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The patient reported that there was no solution in the patient line and it was found during troubleshooting that the patient did not properly disconnect from the set. The technical services representative assisted the patient in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.